Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up with alerts of ventricular high lead impedance. The event could not be reproduced with isometrics. The patient would be monitored. No additional information was available.